Event description:
During insertion of screws for fractured leg, the tip of the screw driver snapped off leaving fragments behind. The fragments that were visible to the naked eye were picked out of the incision followed by antibiotic irrigation. Product: zimmer 3.5 mm.